Event description:
Belt clip holding pump failed and insulin pump fell to ground. Experienced pump user. I called medtronic before the problem occurred having noticed deficiencies in the clip. I was told this was a known issue and I would receive a replacement. I have not yet received it. Pump fell and hit pavement as a consequence of clip failure.